Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received dilaudid 25.0 mg/ml; approximately 9.0 mg/day in an implantable pump for non-malignant pain. The pump was currently empty. Additional information received from a consumer indicated the pump ran dry approximately a year and a half ago (2017). The pump reportedly "alarmed and then died." The patient did not know if the battery actually depleted. The alarm started approximately "2 months before it stopped. They never refilled it" [refer to mfg. Report# 3004209178-2017-01673]. The pump had recently began alarming again on (B)(6) 2018. The alarm occurred every 10 minutes. Was alarming. The alarm was consistent with the pump alarms. The alarm began on (B)(6) 2018. The patient does not currently have a health care provider (hcp). The patient was provided with physician listings. No symptoms were reported. No further information was provided. Additional information received from a consumer reported the patient's pump was non-functional and caused a multitude of severe issues. The patient noted that discomfort was an understatement and they were in a no-win situation that seemingly can't be remedied until it kills the patient.